Manufacturer narrative:
The reported field event of high impedance was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv impedance was observed. The device was explanted. The procedure was completed successfully without adverse consequence to the patient.